Event description:
It was reported that when using the bd pyxis¿ medbank tower had connection error to the database. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the station had connection error to the database. A technical support specialist (tss) remoted into the system and reconfigured the server path for the ns cabinets to point to the synchronization cabinet ip address. After restarting, the cabinets were back up and functioning normally. The system functioned as intended after the technical support specialist troubleshot the device.